Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion and opening on the posterior and anterior side. A leak test and microscopic analysis were performed which identified: striated opening, sharp opening, non-penetrating nicks, and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent in the use of some surgical tool and a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.